Event description:
As reported by the edwards' affiliate in australia, a transcatheter valve replacement procedure was performed to implant a 26 mm sapien 3 ultra resilia valve within a previous non-edwards transcatheter heart valve in prior perimount surgical valve in the aortic position by transfemoral approach. During the procedure, 2ml extra volume was added to the balloon before the inflation. During inflation, the balloon burst at around 95% inflation, resulting in a circular rupture of the balloon. When the team attempted to retrieve the balloon into the esheath, the nose cone and a portion of the ruptured balloon detached and separated within the patient. It became stuck and caused vascular damage; the vascular team performed endovascular repair (evar) of the lower abdominal aorta with bilateral common iliac artery repair and closure of the right femoral artery arteriotomy. The patient was transferred to intensive care unit. The patient died the following day. Imagery was provided showing withdrawal of the commander delivery system through the esheath. The esheath appears bunched, with apparent disruption and mobility of the c-marker band.

Manufacturer narrative:
This is one of two reports being submitted for this event. Investigation is ongoing.